Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was unable to be placed in the atrial during implant. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead took too many turns of the wire, which caused the wire body to become twisted together and the insulation layer to be wrinkled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.